Event description:
It was reported that during morning assessment of patient, assessment of lines or tubes or drains, patient had dignishield in place, registered nurse noticed it was leaking around the drain. When they assessed balloon during deflation, there was no water in balloon, and they were pulling back stool from the balloon port. Patient was turned with assistance and dignisheild was removed, appeared the balloon had a hole in it which was causing stool to leak around. A new dignisheild was placed, prior to placement nurse inflated and deflated balloon to ensure there were no defects with balloon. Dignishield inserted with no complications.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during morning assessment of patient, assessment of lines or tubes or drains, patient had dignishield in place, registered nurse noticed it was leaking around the drain. When they assessed balloon during deflation, there was no water in balloon, and they were pulling back stool from the balloon port. Patient was turned with assistance and dignisheild was removed, appeared the balloon had a hole in it which was causing stool to leak around. A new dignisheild was placed, prior to placement nurse inflated and deflated balloon to ensure there were no defects with balloon. Dignishield inserted with no complications.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.